Event description:
Boston scientific crm received information that this patient with this pacemaker passed away late last year. Boston scientific recently received a copy of the death certificate which listed the causes of death to be uremia, end stage renal failure as well as endocatditis. The device and leads have been returned to boston scientific and will be analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was confirmed that the lead was returned severed 20 cm from pin; the proximal segment only was returned. There were set screw marks noted on terminal pin and ring. Dc resistance test showed returned segment of lead is continuous. Both the mechanical and the electrical performance of the lead under complaint were scrutinized. The analysis did not show any deviations from the electrical specifications. The analysis did not reveal any sign of a material or manufacturing problem.